Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Catheter was found to have a short condition between the proximal and distal electrodes at the y-adapter area. Balloon inflated clear and concentric without any leakage. No visible damage was observed from catheter body. A device history record review was completed and documented that the device met all specifications upon distribution.